Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during last night¿s therapy. During troubleshooting, there was nothing unusual noted with the supplies. The hp cycled the power and disconnected in order to clear the alarm and remove the cassette. The technical service representative (tsr) explained the meaning of the alarm and the possible causes to the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.